Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts, who provided information on how to reset the pump. After performing the reset, the caller successfully started their sensor session, and the error did not reoccur.